Manufacturer narrative:
The device has been returned and evaluated by product analysis on 8/31/2016 with the following findings: a review of the pump¿s black box data showed no evidence of loss of power events. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was corrosion in the compartment. A leak test was performed and failed due to crack in the battery compartment. The pump was opened and there was no moisture found. There was no evidence of physical damage on the battery cap or the battery compartment threads. The returned battery cap¿s height and width were within specification. The pump was exercised for 24 hours with no loss of power occurring therefore the initial complaint about a power issue could not be duplicated during this investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.